Event description:
It was reported that an asymptomatic patient was presented in clinic for a routine pulse generator check. The patient experienced muscle stimulation and the device was found in backup vvi mode. The device was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.